Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a vizigo on (B)(6) 2023 and the patient experienced a pseudoaneurysm of the right deep branch artery on (B)(6) 2023. The adverse event was reported to be not related to the clinical study products (judged by the investigator) and possibly related to the procedure (judged by investigator). The severity was considered mild. On (B)(6) 2025, additional information was received indicating the sheath used during the procedure was a vizigo. However, the investigators did not think the adverse event was related to the vizigo. No compliant, ae (adverse event) or dd (device deficiency) was reported about the vizigo sheath during the whole study. After consultation with vascular surgery department, they performed color ultrasound consultation to evaluate the thrombin treatment of the pseudoaneurysm and adjust the dosage of anticoagulant medication (edoxaban tosilate to 30mg daily). The symptoms disappeared without sequelae with an end date of (B)(6) 2023. It was reported that the patient experienced prolonged hospitalization due to observation and treatment the adverse events. The admitted date was (B)(6) 2023 and date of discharge was (B)(6) 2023.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).